Event description:
Securestrap would not deploy the straps correctly. Another securestrap was opened to complete procedure manufacturer response for ethicon securestrap 25, securestrap 25 (per site reporter): manufacturer provided rga# and product return packaging.